Event description:
Procedure was started on a focal mid sfa on the left leg. It was a contralateral approach with a 7fr pinnacle sheath and 0.014 wire, 3-4 passes were made and the device was removed for cleaning. There was residual plaque in the stent. Two more passes were made, on the third pass the device became lodged on the stent. The stent became dislodged. Pt felt pain and blood pressure dropped. Surgery was performed to extract the stent. Review of the angiogram, revealed a leak in the distal aorta. Open procedure was performed to repair. Pt expired.